Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the fundus of stomach during a gastric varices ligation procedure performed on (B)(6) 2024. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. Note: it was reported that the speedband superview super 7 device was used in the fundus of the stomach; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the fundus of stomach during a gastric varices ligation procedure performed on (B)(6) 2024. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on july 4, 2024: the speedband superview super 7 was used in the esophagus, and not in the fundus of stomach.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 (ligator housing only) was analyzed, and it was observed that the ligator housing was returned with six bands attached to it and one of them overlapped. The ligator housing teeth were found bent. Additionally, the suture was found broken. The handle was not returned. No other problems with the device were noted. The reported event of the bands unable to deploy was confirmed. Upon analysis, it was found that the ligator housing had six bands attached to it, one of the bands overlapped, and the ligator housing teeth were bent. Although the returned component had broken suture, this condition is not considered a failure mode because this condition most likely occurred when the physician removed the device from the scope. This reported problem might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands. Perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, also affecting the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
Block h2 (additional information): block b5, block e1 (initial reporter address 1, initial reporter city, initial reporter zip/postal code), block g2 (report source), and block h6 (evaluation result codes) have been updated based on the additional information received on july 4, 2024. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the fundus of stomach during a gastric varices ligation procedure performed on (B)(6) 2024. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on july 4, 2024: the speedband superview super 7 was used in the esophagus, and not in the fundus of stomach.

Manufacturer narrative:
Block h2 (additional information): block d4 (lot number, expiration date) and block h4 (device manufacture date) have been updated based on the additional information received on july 31, 2024. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the fundus of stomach during a gastric varices ligation procedure performed on (B)(6) 2024. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on july 4, 2024: the speedband superview super 7 was used in the esophagus, and not in the fundus of stomach.